Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). A visual examination of the returned complaint device found that the catheter was kinked and the balloon was burst. Microscopic inspection confirmed the balloon was burst. This confirms the reported event of the balloon bursting. It is possible that interaction with scope and other devices during procedure could create friction on the device, causing both the balloon burst and the catheter kink during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilation procedure performed on an unknown date. During the procedure, it was noted that the balloon popped inside of patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.